Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals and possible mirror image noise on stored episodes were noted on the right ventricular (rv) lead. The noise may be a result of silicon on silicon abrasion. Oversensing noise also noted on the the right atrial (ra) lead. The ra lead was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.